Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient fell within 1 week prior to their clinic visit, and felt the device was not working/felt a lack of stimulation and started having back spasms. The clinical diagnosis was a change in efficacy. It was noted that the event was possibly related to the device or therapy, not related to the implant procedure, and not due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2016. Interventions taken included querying the device, which was noted to be off; the device was turned back on and the patient immediately felt stimulation. It was noted that all impedances were ok and was left on. The outcome of the event was noted to have resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.